Event description:
It was reported that patient in intermediate intensive care unit (ICU) required central venous catheters (cvc). A good puncture was made in the right subclavian. Upon passing the guide its mounted (stuck) in its distal portion, which is why it does not allow the dilator to pass adequately. When extracting the guide, it is extracted with everything and catheter. No medical or surgical intervention was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).